Event description:
A (B) (6) -year-old male underwent thoracic endovascular therapy as planned as a two-piece case. The physician encountered difficulty advancing the proximal piece initially due to the pt's tortuous anatomy. When the device was withdrawn and still in the sheath, a minor kink was noted approximately 3-4 cm distal to the radiopaque band on the tip of the sheath. At that point, the surgeons did some intervention on the left iliac artery and previously implanted surgical graft. Prior to the taa procedure the physicians had done some debranching. When the decision was made to proceed with the case, dilators and balloon angioplasty were performed proximal to the access point. Additionally, a hydrophilic coated flexor sheath was inserted to see if the new primary proximal piece would be able to be delivered before it was opened and prepped. The proximal piece was inserted with difficulty due to tortuous anatomy, but deployed as planned at the intended location. The distal component was then inserted at the access point also with difficulty noted when attempting to advance. It did eventually track up past the tortuous anatomy. Once it was at the intended location with a three-sided stent overlap into the proximal piece, the sheath was partially withdrawn deploying the graft down to the bottom cap with distal bare stent still constrained. Trigger wire #1 was withdrawn without problems. Handle #2 was moved distally to hub with bottom of delivery system. At that point, it was noted that the distal bare stent did not deploy with the #2 handle was in the full distal position. The device was manipulated multiple times attempting to unconstrain the bare distal stent with no success. The #3 knob trigger wire was pulled at some point. Additionally, the pin vise was loosened and the dilator tip was withdrawn down to the bottom cap. Multiple attempts to deploy the bare stent failed. The device was manipulated to the point where the distal piece became separated from the proximal piece with approximately 4-5 cm separation. With the bare stent still constrained within the bottom cap, the surgeons were able to withdraw the entire delivery system with graft still constrained within the bottom cap, the surgeons were able to withdraw the entire delivery system with graft distal through the aorta and out of the previously implanted surgical graft and conduit that was sewn to the previously implanted surgical graft. It was noted that the bottom cap had broken loose and separated from the grey positioner. We do not know the exact cause of death and no autopsy was done. It is our understanding that no other grafts were implanted. The pt was fine post procedure, initially. However, additional info came in on 03/13/2009 that the pt expired on (B) (6) 2009. While the pt was being observed on (B) (6) 2009 and a couple of studies done, the physician decided that more procedure was required.

Manufacturer narrative:
(B) (4). Investigation: the returned device appeared to have been manipulated with an excessive force, e.g. Several kinks on the flexor sheath, deformation of bottom cap, sharp bends on cannula, grey positioner cut in two parts near the handle bare stent still attached to bottom cap.... Device was cleaned from blood prior to the eval. Inspection of the stainless shell bottom cap safety release wire showed that the length of the wire was correct, and the bend on the distal part of the wire indicates correct mounting in bottom cap. Observations on stent graft: it was possible to deploy the bare stent from the bottom cap, no failures observed that could have caused this incident; a stent strut on one of the external stents was bent, this may have happened during withdrawal of the entire delivery system with the stent graft still attached; sutures for fixation of bare stent in bottom cap is intact. Observations on sheath: there are several kinks on the distal part of the flexor sheath, indicating tortuous anatomy. One kink is situated (pre-deployment) at the transition between the grey positioner and bottom cap. Observations on grey positioner and bottom cap: grey positioner and bottom cap were separated leaving the threaded part of the grey positioner inside the bottom cap; visual inspection of the two parts indicate correct assembly of the grey positioner and the bottom cap; dimensional verification of the fractured parts showed no deviations from specified dimensions. An internal preliminary conclusion has been made. Neither defect nor lacks on neither stent nor the bottom cap have been observed. Apparently the kink on the sheath and the description of the procedure indicate that the pt did not have a suitable anatomy for a taa procedure. There is a kink on the sheath at the transition between the grey positioner and bottom cap before the withdrawal of the sheath, which indicates that the fracture has occurred during the introduction of the product. However, in order to make a final conclusion we have asked for the x-rays of the procedure. After reviewing the images received from the customer, it is finally concluded that the vascular morphology of the aorta was not suitable for endovascular repair using the zenith tx2 taa endovascular graft with the z-trak plus introducer system. This is described in section 2 "indications for use" in the IFU.